Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and on (B)(6) 2011 and mesh and adjust were used. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted in order to treat 1st degree cystocele, 34d degree rectocele, stress urinary incontinence, hypertensive urgency, and urinary tract infection. No additional information was provided.